Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire was stuck and unable to advance. During an atrial fibrillation ablation, a farawave catheter was selected for use. During the procedure, after wiring into left superior pulmonary vein and delivering all four basket lesions, after switching to flower, the guidewire was stuck and unable to advance in the catheter. After this discovery, the physician tried deploying the catheter back into the basket configuration, but the wire was still unable to move. The catheter was removed from the patient, and the guidewire could be moved freely again. No other device malfunctions were noted. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A test guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed via product analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that guidewire was stuck and unable to advance. During an atrial fibrillation ablation, a farawave catheter was selected for use. During the procedure, after wiring into left superior pulmonary vein and delivering all four basket lesions, after switching to flower, the guidewire was stuck and unable to advance in the catheter. After this discovery, the physician tried deploying the catheter back into the basket configuration, but the wire was still unable to move. The catheter was removed from the patient, and the guidewire could be moved freely again. No other device malfunctions were noted. The catheter was replaced, and procedure was completed with no patient complications. The device was returned for analysis.